Manufacturer narrative:
The device was returned for evaluation. The returned device was visually evaluated for any abnormalities and the following was observed 26mm commander delivery system was received with loader cap assembly, guidewire inserted and inserted through 14f esheath. Handle in lock position, 0% fa used and straight position. Balloon shaft was cut by the site at crimping balloon area. Working length of the inflation balloon was returned separated from the tip. No missing pieces of working length. Two kinks were observed at 14cm and 4cm from flex tip. Minor gauges on flex tip. Esheath was received curved. Strain relief was found bunched towards hub. Liner torn 14cm in length from strain relief. Hdpe edge damage at the torn location. The reported events were confirmed through evaluation of the returned device. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Product risk assessment is also captured in technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in system components interfere with access vasculature resulting in additional surgical intervention, which did occur during this event. Trending analysis indicates complaint rates are within the april 2023 control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per review of provided imagery, tortuosity was present in the iliac vessels. In addition, the sheath shaft was curved and twisted per visual examination of the returned device. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. As reported, during procedure, it was difficulty to advance the 26mm sapien 3 ultra valve through the esheath and the valve got stuck in the fully expandable part of the esheath. A valve strut was torn through the expandable fold from the esheath. Valve strut stuck in a calcification dorsal lateral in a. Iliaca communis [right] near-above bifurcation. In addition, per review of provided imagery, calcification was present in the iliac vessels. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe and/or liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. The technical summary outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with the issue. There are several 100 percent in process inspections (visual) performed in manufacturing process and product verification testing (function and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (excessive manipulation, valve caught on liner) may have contributed to the reported event.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-12953.

Event description:
As reported by an edwards lifesciences affiliate in germany, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During procedure, it was difficulty to advance the 26mm sapien 3 ultra valve through the esheath and the valve got stuck in the fully expandable part of the esheath. A valve strut tore through the expandable fold from the esheath. Valve strut stuck in a calcification dorsal lateral in a. Iliaca communis right near-above bifurcation a. Iliaca interna (no bleeding). Conversion to surgery was needed in order to remove the system from the patient. Vascular suture was needed, patient outcome was good in ICU. Patient did not received any valve implant.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.